Manufacturer narrative:
Correction information section b.5. Advanced bionics considers the investigation into this reportable event as closed. The recipient was successfully activated. The recipient is using the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced difficulty during electrode insertion. It was reported that the surgery was longer in length.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced difficulty during electrode insertion due to cochlear trauma. It was reported that the surgery was longer in length.